Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. - event summary: it was reported that during the removal of a screw, the tip of the explant bit was broken. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the explant bit was returned for evaluation. The visual examination shows that the explant bit was broken at the tip. The broken piece were also returned. Review of product documentation: the inspection plan for the explant bit was reviewed. No issues were found. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverge or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review d - deterioration in function due to wrong, inadequate maintenance => possible, no information was provided about the maintenance of the device. - dysfunctionality / malfunction of defective device and instruments due to inadequate transportation condition, or wrong handling during transportation imposed by user and/or the environment not possible -> the device is on the market since 2013. - dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user => possible, it is possible that the torx connection of the explant bit was not fully seated on the instrument. Conclusion summary: the returned explant bit shows a breakage at the tip. It is described that the explant bit was broken during the removal of a screw. It is unknown which handle was used with the explant bit. If the connection area (torx) of the explant bit was not fully seated to the screw, this can lead to a breakage of the tip due to high forces. However, an exact root cause for the broken tip could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using an easy explant bit and during an effort to remove the screw, the bit of the instrument broke. The surgery was completed with another device with 2 minutes delay.